Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: was the wound re-sutured during the same procedure? If not, please explain. What is the most current patient status? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more detail about how the patient¿s wound healing slower than expected resulted in more wounds than expected. What type of wounds were experienced? Was there any medical or surgical intervention performed? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an e ophthalmic vitrectomy for left eye procedure on (B)(6) 2025 and a suture was used. During the process of knotting the patient's incision, the suture broke. The doctor immediately stopped suturing, removed the old suture from the patient's body, and re sutured it with new suture. The patient's wound healing was slower than expected due to the replacement of sutures, resulting in more wounds than expected. Therefore, it is preliminarily judged as serious injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent vitrectomy of the left eye on (B)(6) 2025. The surgeon used the suture (w9561) to perform the tissue suturing in a continuous suturing manner during the surgery. The suture broke when suturing and knotting. The surgeon immediately replaced with a new suture to perform the suturing again, and the subsequent surgery went smoothly. As a result of this event, the surgical duration was prolonged for about 5 min, and re-suture resulted in additional needle-stick injury. The patient's wound healing condition at a later stage was slower than expected (details unknown). The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h 6. Type of investigation . The following information was requested, but unavailable: 1. Please provide more detail about how the patient¿s wound healing slower than expected resulted in more wounds than expected. 2. What type of wounds were experienced? 3. Was there any medical or surgical intervention performed? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.